Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the unit powered on, but the unit did not function correctly. No additional info was known.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and was found to have a loose cpc coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.